Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a mid-left anterior descending artery that is 70% stenosed. A balance middleweight universal ii guide wire was placed and pre-dilatation by a non-compliant balloon, stent implantation with an unspecified stent, and post dilatation with a non-compliant balloon were successfully completed. When attempting to remove the balloon after post dilatation, resistance was felt with the balance middleweight universal ii guide wire and was noted to pull back with the balloon. The guide wire and the balloon were removed together. It was observed that the polymer coating was peeled, and the balloon was stuck on the guide wire. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. It was reported that a balloon dilatation catheter (dil) encountered resistance when being removed over the guide wire. Factors that may contribute to difficulty removing a balloon catheter over the guide wire include, but are not limited to, inner diameter of the catheter, outer diameter of the guide wire, device support, buildup of procedural contaminants, challenging anatomy, user technique, and/or damage to the catheter or guide wire. Based on the information provided and because the device was not returned for analysis, it is unknown what may have caused the reported difficulty during removal. Additionally, it was reported that after removal of the devices, polymer peeling was observed. It is possible that manipulation of the wire, when resistance was encountered, contributed to the reported peeled polymer. There is no indication of a product quality issue with respect to manufacture, design, or labeling.